Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported shorted battery was confirmed during the device eval. The reported symptom of "battery shorted" when associated with battery module is common user language used to describe the appearance and/or odor produced by the module after suffering fluid intrusion. The investigation revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, which caused the components to fail. The device was rendered irreparable and was removed from service.

Event description:
It was reported a wireless battery module for a spectrum pump shorted. The customer reported the module had evidence of melting on the printed circuit board (pcb) and on the side of the module. It was also reported there was no pt injury related to this condition.